Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 53 mg/dl at the time of the incident and was treated with food. The customer¿s other blood glucose was 30 mg/dl. The customer received a change sensor alert. The customer declined troubleshooting for low blood glucose as they forgot to eat. The customer just started a new sensor and got a change sensor message after the warm up. The customer was having a sensor issue. The device will not be returned for analysis.